Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The field reported output anomaly on the ICD. There was no complaint related to this lead. Analysis of the ICD noted an arc mark containing lead material on the ICD can. The cause of the reported output anomaly on the ICD was found to be a lead anomaly. The hv portion of the lead was capped during the device removal due to downgrade to a pacemaker system. The pace/sense portion of the lead remains active.